Manufacturer narrative:
The DHR was reviewed and indicated no abnormal processing. The lot in question met all specifications prior to its release. Flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of an articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Four emails were sent to surgeon to obtain additional information (april23, may 2, may 14, may 29); however, no response was received. As such, a good faith effort has been made to acquire additional information. Based on the information gathered, there is no causal link between the product and the migration. Potential contributing factors to consider are the patient physiology/condition, and/or concomitant devices used for the surgery.

Event description:
Context of l5s1 discopathy where surgeon carried out an arthrodesis by anterior approach on the (B)(6) 2021. A few days after the surgery, the patient showed a significant left sciatica and the result of the medical outcome pointed out to a bilateral radicular compression linked to I-factor. On the (B)(6) 2021, when I operated to carry out my later stage posterior osteosynthesis, initially planned anyway, I had to open up the spinal canal to free the nervous roots, seriously constrained by an I-factor leakage in the spinal canal.